Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found two external insulation abrasions breaching the cable lumen between the shock coils, consistent with friction to another device or feature of the patient anatomy. Internal insulation abrasion was noted breaching the ring electrode cable lumen between the shock coils. The etfe cable coating were undamaged in these locations.

Event description:
This report is to advise of an event observed during analysis.